Event description:
On (B)(6) 2011, the pt underwent treatment for an aneurysm in the descending thoracic aorta with conformable gore tag thoracic endoprostheses, with intentional coverage of an aberrant right subclavian artery (rsa). On (B)(6) 2012, the pt underwent treatment for a proximal type I endoleak. The surgeon performed a bypass of the rsa and aberrant rsa, with coils and a plug placed in the rsa, then placed a stent-graft as a proximal extension with intentional coverage of the subclavian arteries. The endoleak resolved, and the pt tolerated the procedure with no complications. The endoleak was attributed to continued aneurysmal expansion after the initial implant with subsequent loss of proximal seal.

Manufacturer narrative:
Method - the manufacturing records review verified that the lot met all pre-release specifications.